Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
It was reported that the system produced uncommanded x-rays. There is no report of patient injury or death.